Event description:
It was reported that during a right side atrial flutter procedure the pacing cable connector was broken and would not transport signal. The pacing cable was replaced and the system restored normally. The case was completed. No patient adverse event was reported. The pacing performed was a planned/ non-emergency pacing.

Manufacturer narrative:
(B)(4). It was reported that during a right side atrial flutter procedure the pacing cable connector was broken and would not transport signal during a non-emergency pacing. No patient adverse event was reported.upon replacing the defective pacing cable, the system restored normal.the device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).